Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a higher than expected battery consumption percentage. Boston scientific technical services (ts) was contacted and discussed that the sensing of the patient's high atrial rates due to chronic atrial fibrillation was resulting in the higher than expected battery consumption. Additionally, the use of the minute ventilation (mv) sensor and signal artifact monitor (sam) feature could also increase battery consumption. The ts consultant discussed device reprogramming options to reduce power consumption and preserved battery longevity, including turning off atrial sensing, programming to a non-atrial tracking mode, and turning off sam. The device remains implanted and in service. The patient was stable with no adverse consequences.